Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported a patient had an impella 5.5 placed to support a patient post coronary artery bypass graft procedure. While on support, the patient was in a rhythm that strayed from the baseline. The patient was in atrial fibrillation/atrial flutter. It was noted that an atrial electrocardiogram was pending. The device was explanted and the patient survived.

Manufacturer narrative:
The investigation for the reported arrhythmia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the arrhythmia could not be determined.